Manufacturer narrative:
If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.

Event description:
On (B)(6) 2011 the cannula was fitted by the physician. A leak from the secondary balloon was present at the connection between ballonet and the tube that goes towards the main balloon. The leak reportedly occurred on (B)(6) 2011. The pt was recannulated.